Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the biomedical engineer that upon the explant of the pump during transplant, the outflow bend relief was found to be disconnected from the hub and there was some tissue in-growth observed growing into the inflow cannula. It was also reported that the pt did not have a history of elevated pump powers while supported on the lvad. The pt was transplanted.

Manufacturer narrative:
This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed,